Event description:
It was reported the thunderbeat tip broke off into the patient's abdominal cavity. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the manufacturer site and to provide the results of the final investigation. Corrected fields: d3, d4 lot and UDI, d7a, g1b. Updated fields: d9, h6, h7, h9, h10. Investigation results were previously submitted in duplicate mfg report # 3011050570-2026-00180.